Event description:
It was observed that during the device evaluation, the ultrasound probe exhibited deformation (tearing) of the tip of the insertion part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: deformation (tearing) of the tip of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the image problem was due to the torn tip which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.